Event description:
It was reported that during pre-surgery, it was observed that the attachment device was broken. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings that were out of axial alignments from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.